Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen failure. It was unknown how the issue was found. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a touchscreen failure. It was reported by the customer, that the touchscreen was impossible to calibrate. The customer was provided with a quote for service. Investigation ongoing / resolution pending.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. A touchscreen was shipped to the customer, but, it could not be confirmed if the issue was resolved. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation. H11-d4: (B)(4).